Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the suture of the prostyle was found to be loose when the device was unpackaged. There was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device was returned for analysis. The reported loose suture (link) was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.